Event description:
It was reported that the patient's blood glucose levels rose to 22 mmol/l (396 mg/dl). The patient confirmed that pod was properly applied with cannula insertion and no leakage was noted. The controller's reading displayed "high", indicating a blood glucose level of approximately 400 mg/dl (22.2 mmol/l). The patient applied a new pod and presented to the hospital on (B)(6) 2026. The patient was treated with fluids and ketones were monitored. A new pod had been applied; therefore, insulin was not administered. The patient was discharged the same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.